Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced abdominal fullness, dyspnea and back pain during dwell 2 of 4. The patient was connected to a home choice device and was performing therapy at the time of the event. The initial drain alarm (ida) was set at 850 ml with a last fill volume (lfv) of 1500 ml. The ida was <70% of the lfv representing a user error. The patient was assisted to perform a manual drain of 3700ml with relief of symptoms. The caregiver reported that the patient had mid-therapy exchanges of manual 200ml dianeal 4.25% because they ran out of supplies. The caregiver was assisted in ending therapy, and was advised to call the nurse. No additional information is available.